Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) reported a patient was hospitalized for bowel obstruction,vomiting and abdominal pain on (B)(6) 2014. The patient was treated with antibiotics and was switched to hemodialysis. The patient was discharged from the hospital on (B)(6) 2014. The patient's medical records have been requested and are being reviewed.